Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the 25g laser probe was too large to fit into a 25g trocar cannula. The trocar cannula was put back into place and an alternate probe was used to complete the case.

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was manufactured on february 28, 2018. There were (B)(6) paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).